Manufacturer narrative:
The patient sample was submitted for investigation. The customer's tsh, ft4 ii and ft3 results were reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high ft4 ii and ft3 results and the low tsh results. This specific interference is addressed in product labeling. The incidence rate of the identified interfering factor is monitored on a quarterly basis. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 (ft3).the customer provided the sample for investigation. Of the data provided, erroneous tsh, ft4 ii and ft3 results were identified between the customer's cobas 6000 e 601 module, an architect analyzer, an e601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the tsh erroneous results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 203102 with an expiration date of 12/31/2017. The serial number for the customer's e601 module is not known.